Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed. Upon evaluating the customer¿s attached picture, it was concluded that the lock/connector was broken into pieces. It was noted in one of the pictures that the connector attached to the sheath was bent, a possible indication of an incorrect connection. The most likely cause of the observed failure is a use error in connecting the lock properly.

Event description:
On 05/18/2023, it was reported by a sales representative via sems that an ar-6435 outflow set is broken. This was discovered during an unspecified time with no patient effect.